Event description:
It was reported that, "dr (B)(6) has me called a couple hours before this case asking for heads that fit one of stryker's stems. The pt apparently had a previous revision that required a case that I do not know when it was performed. The pt was transferred to dr. (B)(6) in this condition. The cage appeared to be under stress and had fatigue fractures of the cup. I do not know if it was a gap cup and stryker's poly. I do know that it was an eon stem with c-taper head. The c-taper head was removed and is not being returned to stryker per hospital policy. Pt info is not available to meet per dr. H. Office."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR due to hospital policy. Add'l info was requested, but not available. Should add'l info become available at later time, the eval summary will be submitted in a supplemental report.